Manufacturer narrative:
Manufacturing site evaluation: samples received: (B)(4) open and (B)(4) unopened (closed) racepacks. Analysis and results: there are no previous complaints of this code batch. There are units in stock. Received (B)(4) closed samples and (B)(4) open and used sample with the needle detached from the thread and the thread is still wound on the pack. Tested the needle attachment of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill requirements. Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.

Manufacturer narrative:
Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle is detached.